Manufacturer narrative:
It was reported that the wire got lifted prior to use in the patient. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As received, the specimen consisted of one safari2 275 cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The returned specimen presented several bends/kinks located 0.95 to 1.05 cm, 209.4 to 209.5 cm and 212.9 to 213.1 cm from the proximal end. The coil wire adjacent to the proximal end joint presented a fracture with scraped pte coating over the proximal 3.20 mm of coil wraps. No other damage or inconsistencies were noted. The distal tip joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. It should be noted that this product undergoes a 100% non-destructive machine pull/proof test to verify weld integrity as part of the lot release inspection and testing. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect, as such it is unlikely that the device shipped in this condition. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported.

Event description:
As reported; "this device was tried to use, but the wire got lifted." It was reported that the damage occurred outside the patient's body prior to insertion. Procedure outcome: completed with another of same device safari 2.